Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Referenced article: an active fixation quadripolar left ventricular lead for cardiac resynchronization therapy with reduced postoperative complication rates. Journal of cardiovascular electrophysiology. 2022; 33:458¿463. Doi: 10.1111/jce.15346. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding active fixation quadripolar left ventricular leads. The article reports a patient who experienced an intraoperative coronary sinus dissection but did not develop effusion or tamponade. This patient also suffered from postoperative phrenic nerve stimulation and the lead was reprogrammed. The status/disposition of the lead appears to be still in use. No further patient complications have been reported as a result of this event.